Event description:
The customer reported hardware failure while practising pacing. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Event description:
The customer reported hardware failure while practicing pacing. The device was not in use at the time of the event.